Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4: reference MFR report#1627487-2018-10445, reference MFR report#1627487-2018-10996, reference MFR report#1627487-2018-10998. It was reported that the patient lost stimulation. Reportedly, the drg leads migrated from the s2 and s3 vertebral level. Surgical intervention was undertaken on (B)(6) 2018, wherein 4 drg leads were explanted and replaced since the patient experienced better therapy at the l1 and s2 vertebral level during a trial with a new physician. Reportedly, therapy was restored post-operatively.